Event description:
It was reported that a patient underwent a cervical lymph node dissection surgery on (B)(6) 2025 and suture was used. At 14:30, the patient was diagnosed with lymph node enlargement and underwent surgery. During the surgery, when the suture was used, it broke when it was gently pulled, causing the surgery to be interrupted. The suture was replaced and the surgery continued. No further information was provided.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: did this issue contribute to any patient adverse event? Can you identify the lot number of the product involved? D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent.